Event description:
The customer observed three to four occurrences of error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer for multiple assays while using reaction vessel (rv) lot 69523p100. A similar incident occurred with another analyzer in the customer facility. The customer checked the trigger and pre-trigger lots and found small crystallized material on the surface of the trigger sensor cap. The customer performed the recommended troubleshooting procedures. Review of the instrument log determined the sub-reads for the tests that generated the error message had two peaks. The issue was resolved when the customer used a different lot of rv's. There was no impact to patient management.

Event description:
It was reported to covidien on 06/15/2009, that a customer had an issue with an insulin syringe. Customer states cannula broke off in vial.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 8c89-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.